Event description:
Initial (10-may-2021): this reportable incident received via email by a consumer in reference to her 23 year old female daughter whose medical history, concomitant medications and allergies were not reported. On (B)(6) 2021 the daughter used the compound w freeze off spray for an unknown indication and the canister "...burst into flames, her pajamas caught fire and her rug was burned when she dropped the burning canister". This was the first time the consumer used the device. It was reported the device was not located near any heat or sunlight and did not look damaged in any way. The daughter was able to smother the flames with a wet towel. Meddra version 24.0 product component inoperable/dispensing issue product used for unknown indication according to the company reference safety information follow up (17-jun-2021): the company received additional information from health canada notating the consumer had an injury associated with the device incident described as "...burn/scald on the user's arm". This case outcome is unknown. Meddra version 24.0. Thermal burn: unexpected. Product component inoperable/dispensing issue product used for unknown indication. According to the company reference safety information health canada incident report reference number: (B )(4). Follow up (09-jan-2024): the company was reviewing cases and found that additional information was inadvertently excluded from the case. Follow up information from the consumer indicated that the condition treating was a wart. The product was activated on a table and upon pressing the applicator into the canister it caught fire. The outcome of this case is recovered/resolved. Meddra version 27.1 thermal burn: unexpected. Product component inoperable/dispensing issue. According to the company reference safety information.